Manufacturer narrative:
Investigation pending

Event description:
Customer reported a potential false positive hiv ag result for a ob patient. Confirmatory testing was performed and the result was negative.there were no adverse patient outcomes reported.

Manufacturer narrative:
Corrective action / preventive action (CAPA) investigation (internal reference (B)(4)) has been completed for further investigation of reoccurring false positive results when testing labor and delivery samples. (B)(4) assessed the significance of the false positive rates to the safety and effectiveness of the test in pregnant and labor and delivery patients. Investigation conclusions made within the CAPA indicate that alere determine (B)(6) combo produces results within the range expected as mentioned in the product pi and has performed similarly with another FDA-approved 4th generation test in a comparable field study. Based on the above, there is no evidence to suggest a product deficiency and the investigation is deemed closed. The trend will be further monitored and tracked.

Manufacturer narrative:
This complaint involved a reported false positive, ag line result .following the false positive ag result, the patient tested negative on pcr. An investigation has been conducted by orgenics with the following activities and results: the assay performance was assessed by testing a kit lot # 150614 from qc retention. The kit performed accordingly with qc specification. History record of release testing (qc) data and batch records for lot #150614 were reviewed. All quality control release testing was valid and performed within specifications with no observed anomalies noted returned patient sample was tested with retention product for the given lot. The positive ag line was not able to be replicated, the obtained result was negative. Determine combo kit stripes were received from the customer. The stripes were tested using negative serum or plasma samples from qc set. All qc samples gave results according to qc specifications. No false positive results were observed. Based on the results of the investigation, orgenics was not able to confirm the reported complaint. A definitive root cause of the complaint could not be determined. Orgenics has initiated a corrective action / preventive action (CAPA) investigation ((B)(4)) to further investigate the cause of this event.